Event description:
Additional information reported indicated that the neurostimulator showed that an elective replacement indicator message earlier than expected. It was noted that this was not normal battery depletion. There was no patient injury due to the event. As additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Lead model 39565-65 lot# v855329038 implanted (B)(6) 2011 explanted unk; programmer model 37743 serial # (B)(4).

Manufacturer narrative:
Analysis of the stimulator (model# 37702, serial# (B)(4)) found no significant anomaly. The stimulator battery was at normal end of life. It was highly likely that the stimulator reached eri in 1.3 based on device usage. Telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "there was something wrong" with the neurostimulator. The device was replaced. Additional information has been requested but was not available as of the date of this report.